Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an implant procedure the patient presented during follow-up with a hematoma that was infected with purulent discharge. The initial implant procedure was prolonged due to difficult patient anatomy. The physician believes the infection was due to the prolonged procedure and the compress that was added to the implant site following the procedure. The patient was treated with antibiotic therapy and explant of the device and no replacement at this time. There is no alleged malfunction against any abbott devices. The patient was stable and will continue to be monitored.